Event description:
A pt reported blood glucose results of "98, 160, 88 and 290 mg/dl with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.